Manufacturer narrative:
As reported, closing failed with a 5f mynx control vascular closure device (vcd). There was no reported patient injury. The user in training with the mynx. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, a retracted position consistent with button 1 being fully depressed was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the overall length of the outer sleeve assembly (from the proximal end of the swivel to the distal tip of the cartridge) was verified and found to be within the defined specification, taken using a calibrated ruler. The simulated deployment test could not be performed, as the device was received in a fully deployed condition. Photographs of the internal mechanism, as received, were taken for documentation. No anomalies or abnormal conditions were observed in the internal components during this verification. The reported event of ¿mynx control system-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the failed closing, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors are possible as the deployer was in training at the time of the event. Although not intended as a mitigation of risk, the information for safety within the instructions for use IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, per step 2: deploy sealant, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ also, in step 3: remove device, IFU instructs ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, closing failed with a 5f mynx control vascular closure device (vcd). There was no reported patient injury. The user in training with the mynx. Other procedural details were requested but were not provided. The device will be returned for evaluation.